Manufacturer narrative:
The retuned lead was thoroughly analyzed. During the analysis, the lead was checked visually, mechanically, and electrically. The analysis showed residues of coagulated blood inside the inner conductor helix, which were with high probability introduced by medical instruments. The analysis showed no other deviations that could be related to the clinical complaint. The manufacturing process of this device was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.

Event description:
It was reported that loss of capture was observed 4 days after implantation. The lead was explanted and replaced.